Event description:
Customer reportedly obtained results of 33mg/dl, 500 mg/dl, and 176 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.